Manufacturer narrative:
Results: the penumbra system aspiration pump max 220 (pump max) was opened by a penumbra engineer and corrosion was observed on the outlet cylinder piston crown. During functional analysis, the pump was plugged in and powered on; however, the vacuum pump did not start; only the cooling fan started. Conclusions: evaluation of the returned pump max confirmed that the pump did not produce vacuum and only the fan was working. The pump housing was removed, and the vacuum pump was opened by penumbra investigators. It was observed that the piston crown in the outlet cylinder was corroded. The observed corrosion likely caused the piston to seize inside the cylinder, causing the pump to fail to generate vacuum. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the radiologic technologist powered the penumbra system aspiration pump max 220v (pump max) and noticed that the regulator knob rotated as intended; however, the pump max was unable to produce vacuum. The reported issue occurred prior to initiation of aspiration. The back up pump was not available so the procedure was successfully completed using another manufacturer's aspiration catheter.